Event description:
It was reported that the patient complained of pain at the site of implant and the physician decided to remove the device due to dis comfort. The system was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.